Event description:
The customer reported that the ventilator had a data acquisition pcba adc reference failure. A data acquisition pcba adc reference failure during normal ventilation operation may result in a vent inop condition. A vent inop will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use on a patient and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. The biomedical engineer reported was unable to duplicate the reported problem. Pse advised checking power supplies and the data acquisition pcb to motor controller pcb cable. Attempts were made to contact the biomedical engineer for additional information with no response received.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. No information available from customer.